Manufacturer narrative:
H3) the software reviewed the logs. Two application sessions were available on incident observed date ((B)(6) 2024) dealing with two d different patient data sets in spinal fusion procedure. It was observed that frame was used in the procedure. There were no system faults observed on reference frame or any other tools that can cause the tracking disabled. Second session (second occurrence) recorded ~400 optical interference errors in nearly 5 minutes during the navigation. These errors get cleared when the tool is in line of sight and field of view (fov) automatically provided there were no ir reflective surfaces. The probable causes of ir interference could be line of sight obstructions, dirtied or damaged spheres, ir light reflections (emitted by external sources like any other navigation system if available in the same operating room or intensified light coming from overhead lights), thermal interference (any heat sources in the operating room or sometimes patient¿s body heat or ir reflective clothing used by anyone in ir). As per the information in case description, the account claims to wave at each lens within 3 inches to get back the tracking. Suspecting the environmental conditions in or might have caused the reported problem as the problem is observed with all navigation systems and with multiple frames on the site. There was insufficient information to determine whether a software anomaly contributed to inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) said the issue was isolated to one of the reference frames as to why the tracking issue occurred. The rep said he did not see visible damage, but it could have been bent just a bit which would occasionally cause the issue. The rep tried other reference frames which is how it was isolated to one frame. The rep said the site has 5 spine trays so it took awhile to identify the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The s ystem performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the camera stopped tracking the reference frame during surgery. The field representative (rep) reported that the instrument was undamaged, the spheres were seated correctly and completely dry, there were no reflective surfaces, and the frame disappeared completely from tracking in tracking details. The rep said that this does not happen with every case, but it has happened with every navigation system at the account, with multiple frames, in multiple operating rooms (ors.) The rep has seen it happen on one occasion but was unable to troubleshoot the issue because of the account's "fix" for the issue. The account claimed to wave at each lens within 3 inches to resolve the issue. The surgical delay was about 5 minutes. The system was not on thingworx for a remote log pull. No known impact to patient outcome.